Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2017 where the thoracic incision was irrigated and a culture was taken. The patient was admitted to the hospital and IV antibiotics were administered. The patient was discharged (B)(6) 2017 and was prescribed IV ceftriaxone for 4 weeks for the treatment of (B)(6).